Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: modular dual mobility insert; cat # 626-00-42e; lot # 39661603. Restoration adm x3 ins 28/48; cat # 1236-2-848; lot # 38681901. 28mm -4 lfit v40 head; cat # 6260-9-028; lot # 40002601. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported through the submission of primary and revision usage sheet's that the patient's right hip was revised. A 42 mm 'e' mdm cementless liner and a 42e adm/mdm x3 insert were swapped, and a 28 mm -4 mm lfit v40 femoral head and an accolade tmzf plus hip stem were revised to a ceramic 28mm -4 mm v40 femoral head, a restoration modular hip system.